Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the patient had experienced a loss/change of therapy. It was indicated the patient was able to feel stimulation. No medical procedure/emi was reported to have been related to the issue. The patient had turned the device off while they were in the hospital for unrelated reasons for 29 days and was turned back on the day of the call ((B)(6) 2016). No traumas/falls were reported to be related to the issue. It was reviewed to increase stimulation. The patient was not able to feel stimulation in the correct area (bicycle seat area). The patient had no direction to change programs so that option was not discussed over the phone. It was noted the patient had turned up to 8.5 and still did not feel stimulation. It was reviewed for the patient to decrease stimulation back down to where it was when she had turned it back on. A "loss of stimulation sensation" was reported and it was indicated the symptoms were not controlled by 50%. This was considered a sudden change in therapy/symptoms. The patient noted the implantable neurostimulator (ins) site was sore from laying in a hospital bed for 29 days. The patient was able to feel stimulation and the symptoms were controlled prior to turning the ins off. The patient's indication for use was fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.